Event description:
Through the implant patient registry, it was reported that a patient with a 25mm 3300tfx aortic valve implanted for 4 years, 4 months was explanted due to endocarditis with severe prosthetic valve endocarditis, thickened leaflets, and increased gradients without vegetations. The device was replaced with a 23mm 11500a valve. A concomitant coronary bypass was performed. No other details provided. The patient tolerated the procedure well and was taken to the ICU in stable but critical condition. The patient was discharged to a second facility after one (1) month, two (2) days from the redo avr procedure to complete antibiotic therapy.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Through the implant patient registry, it was reported that a patient with a 25mm 3300tfx aortic valve implanted for 4 years, 4 months was explanted due to unknown reasons. The device was replaced with a 23mm 11500a valve. A concomitant coronary bypass was performed. No other details provided.